Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2014. The fse found that the blood sampling valve (bsv) was not properly installed. The fse replaced the bsv the xb issue was resolved. During verification the fse found that the instrument was failing nucleated red blood cell (nrbc), differential and retic backgrounds. The fse cleaned the distribution valve (dv) and the instrument passed all background checks. The repairs were verified per established procedures. Customer did not provide age, date of birth or weight of the patients. (B)(4).

Event description:
The customer reported obtaining erroneously high hemoglobin (hgb), mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) results for three (3) patients involving the unicel dxh 800 coulter cellular analysis system. The customer also reported that the instrument was giving a high xb analysis (xb analysis is a quality-control method that monitors instrument performance by tracking the mcv, mch, and mchc parameters of all patient samples). A review of the returned data shows that higher hgb, mch and mchc results were obtained for three patients without instrument generated specific flags. The results generated a hemoglobin and hematocrit (h&h) check, which prompted the operator to rerun the samples, the samples were rerun on another instrument and the results were considered correct. The erroneous results were not reported out of the lab.